Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket failed to open and cannot be recovered as it requires maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4.1 pocket failed to open, unable to be recovered and required maintenance. A field service engineer assisted the customer in opening the lid and confirmed that the customer was able to log in and recover the cubie pocket that had a medication jam. The customer then successfully inventoried the medication, resolving the issue. The system functioned as intended after the field service engineer repaired the device.